Event description:
Upon servicing of electrode belt sn (B)(4), which was returned for an unrelated nonconformance, the electrode belt was unable to communicate with a monitor. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon receipt there were open pulse wires in the trunk cable connector and the electrode belt was unable to communicate with the monitor. The cause for the inability to communicate with the monitor was the open pulse wires in the trunk cable connector. The root cause for the open pulse wires in the trunk cable connector. The root cause for the open pulse wires cannot be positively determined but is likely physical abuse. No adverse event resulted from the broken pulse wire. The patient received a replacement electrode belt.